Event description:
This report summarizes 23 malfunction events in which the device or cutting accessory fractured. 22 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 10 devices were received. 12 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes 23 malfunction events in which the device or cutting accessory fractured. 22 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10; 23 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 12 devices were not available for evaluation.